Event description:
The physician placed a jostent graftmaster as treatment of an iatrogenic arteriovenous (av) fistula of the right thyrocervical trunk to the right internal jugular vein. The pt is described as being a "poor surgical candidate." After placement of the graftmaster, a thrombus formed at the device site. The physician suspects that the thrombus was related to angiographic complications. Reportedly, no medical or surgical treatment was used for the thrombus. The pt was discharged to home on an unspecified date. Although requested, no additional information was provided.